Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 and hi display. The customer is concerned with tests results obtained of hi. The expected fasting blood glucose test result range is 114-116mg/dl. During the call, customer is feeling well and is not having any symptoms regarding their diabetes. Past medical attention is reported as a result of passing out due to his blood glucose levels. Customer stated calling 911 prior to passing out. Customer was admitted to the hospital on (B)(6) 2020 and was contained in the ICU due to his blood glucose levels. At the hospital, customer's glucose level results were in the 930 mg/dl. Customer was taking victosa medication and was switched to novolog and tresiba at the hospital. Customer was discharged on (B)(6) 2020. During the call, the customer stated the product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of e-5 non-fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 12/22/2020 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history. (B)(6).